Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was reusing insulin with the pump. Tandem customer technical support informed customer that removing or adding insulin from a filled cartridge after loading is off-label per the user guide. The off-label usage led to a blocked cartridge. The customer changed supplies and resumed insulin therapy.